Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) product not yet returned for evaluation, most likely underlying root cause: mlc-41 -dead battery, test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) and unable to make contact with the customer via telephone at call backs on 01/15/2019, 01/17/2019 and 01/22/2019. Unable to send product notification letter as no address on file.

Event description:
Consumer reported complaint for dead meter stating the meter did not turn on. During the call the meter did not turn on when a test strip was inserted but did turn on by manually pressing the power button. At the time of the call the customer reported being nauseous, but medical attention was not needed. During the call a blood test was performed by the customer and produced test result of 328 mg/dl; customer was not concerned with the result.